Event description:
It was reported that the patient¿s body had ¿rejected¿ his first implantable neurostimulator (ins) device. It was clarified that the ins eroded through the skin and/or was showing signs of eroding. It was noted that the device was replaced due to the event. It was noted that the caller did not have information about when this event occurred/didn¿t have dates available.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), product type: extension. Product ID: 3887-33, serial# (B)(4), product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), product type: extension. Product ID: 3887-33, serial# (B)(4), product type: lead. (B)(4).

Event description:
Corrective regulatory report was initiated because the initial report reflected an adverse event only when there was an adverse event and a product problem.